Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 9 months. The replaced portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. On (B)(6) 2018, a percutaneous lead (driveline) separation at the metal connector was reported. Rescue tape was applied to where the break was and a clamshell repair was scheduled to be performed on (B)(6) 2018. There were no alarms reported for the event and the patient was asymptomatic. On (B)(6) 2018, the customer submitted log files for review. Log file analysis completed by the manufacturer¿s technical services representative revealed a pump stoppage on (B)(6) 2018 at approximately 03:00 am, which appeared to have occurred while the vad was connected to the power module. The customer was informed that this type of behavior has been linked to potential issues with the driveline. On (B)(6) 2018, a distal end driveline replacement was performed and approximately 15 inches of the external driveline was replaced. Rescue tape was observed by the external bend relief and a continuity test did not indicate any broken wires. Post-repair, the system was connected to a normal patient cable and no further alarms immediately occurred. No additional information was provided.

Manufacturer narrative:
The evaluation of the returned portion of the driveline confirmed the reported cosmetic damage to the outer silicone sleeve and also confirmed an issue that would have contributed to the abnormal pump operation captured in the submitted system controller log file. A distal end driveline replacement was performed on (B)(6) 2018 and approximately 16 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the returned portion of the driveline revealed an intermittent discontinuity in the red wire when the driveline was manipulated near the metal connector. All other five wires were found to be electrically intact, even with manipulation of the driveline. Removal of the rescue tape repair at the distal end of the driveline confirmed the report of a deep cut in the distal end bend relief at approximately 0.25 inch from the metal connector. Examination of the underlying clear bionate layer revealed no evidence of damage. Areas of breakdown of the metal braided shield were noted near the metal connector and the terminus of the distal end bend relief; otherwise, the shield appeared unremarkable. Visual inspection of the underlying wires revealed that the insulation of the red wire was partially fractured and the exposed inner metal conductors of the wire were completely fractured adjacent to the metal connector. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing of the driveline in this area. The surrounding wires at the metal connector showed evidence of slight kinking and insulation abrasion marks but were otherwise unremarkable. Microscopic inspection and high-potential testing of the returned portion of the driveline did not identify any additional areas of compromised wire insulation. If the exposed conductors of the compromised red wire made contact with the braided shield while the patient was operating on a tethered power source (such as the power module), the resulting electrical short to ground would have caused the low speed events and pump stoppage captured in the submitted log file data. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.